Event description:
It was reported that the battery began smoking while being charged. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The battery was received at the MFR for eval, and the reported complaint was confirmed. Based on the investigation details, evidence of improper sterilization was found, which likely caused the event.